Event description:
It was reported that the procedure was to treat a de novo lesion with 90% stenosis, heavy tortuosity and heavy calcification in the mid left anterior descending artery. A 3.00x15 mm trek rx balloon dilatation catheter (bdc) protective sheath was removed without resistance and the bdc was soaked and prepped outside the patient body prior to use. The trek rx was advanced without resistance to perform pre-dilatation of the target lesion and the bdc balloon ruptured during the second inflation to 12 atmospheres. Resistance was noted while removing the bdc from the patient anatomy. Reportedly, the bdc was removed from the anatomy without issue. An unspecified bdc and xience alpine were used to successfully complete the procedure. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a potential issue/observation caused by, or related to the design, manufacture, or labeling of the device.